Event description:
While servicing a coulter lh 500 hematology analyzer in a customer's laboratory, a beckman coulter field service engineer identified several actuators that required replacement. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced the pinch valve actuators on pinch valves pv22, pv26, and pv24. (B)(4).